Manufacturer narrative:
No unexpected audio anomalies were noted during testing. No unexpected motor noise anomalies were noted. The insulin pump passed the displacement test, rewind, basic occlusion test, prime test, occlusion test and excessive no delivery alarm test. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, a cracked belt clip slot and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a high pitch whistle when he was rewinding his insulin pump. The alarm history showed an auto-off alarm, no delivery alarm, and a low reservoir alarm. The customer also stated he had a no delivery alarm because his reservoir was empty. The customer's insulin pump was not exposed to moisture or damaged. Customer's blood glucose was 140 mg/dl. No additional information provided.